Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics

Event description:
It was reported that the lead exhibited high impedance and loss of capture during the implant procedure. The lead was not used.